Event description:
It was reported that the patient received a possible inappropriate shock for atrial tachycardia (at)/atrial fibrillation (af) with rapid ventricular response detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular fibrillation (vf). The right atrial (ra) lead exhibited undersensing and the left ventricular (lv) lead thresholds were noted to be rising. The device was explanted and replaced. The leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.